Event description:
Dealer stated that the end user was on a steep incline with their (B)(4) power chair when the chair fell forward and tipped the end user out of chair. Dealer stated that the end user uses the same route on a daily basis, doesn't know what went wrong. End user sustained cuts and bruises, no medical intervention alleged.